Manufacturer narrative:
It was reported that approximately 20 minutes after successful amulet implant procedure, the patient required cardiopulmonary resuscitation due to hypoxia that caused cardiac arrest. No implant complications were reported. The patient was successfully stabilized. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects of hypoxia and cardiac arrest could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No indication of a lot related issue was found. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant. The patient was in stable condition prior to procedure. No implant complications were reported. Approximately 20 minutes after successful implant, the patient require cardiopulmonary resuscitation due to hypoxia. The patient was successfully stabilized. The amulet was confirmed to be in proper position. The patient was reported to be in stable condition.